Manufacturer narrative:
Additional information was received that the patient just had a pocket revision and nothing was explanted. The patient no longer has pain at the pocket site and is reportedly doing well.

Event description:
A report was received that the patient's pocket site was tender. The ipg appeared to be floating within the pocket site and was painful. The physician believed that the pain was from the implanted hardware and suspected that there might be a degree of current leakage related to battery failure or disconnection of hardware. The patient will undergo pocket revision with possible ipg replacement.

Event description:
A report was received that the patient¿s pocket site was tender. The ipg appeared to be floating within the pocket site and was painful. The physician believed that the pain was from the implanted hardware and suspected that there might be a degree of current leakage related to battery failure or disconnection of hardware. The patient will undergo pocket revision with possible ipg replacement.